Event description:
It was reported that during a da vinci-assisted radical proctectomy with lymphadenectomy surgical procedure, the surgeon was unable to focus in or out. The tse advised the caller to remove all the instruments and shutdown the system. Also, to reseat the camera cable on both sides and restart the system. After camera calibration, tse advised caller to try the focus by using the camera buttons, no change. The tse asked could they use the camera head from the other si system; however, it was currently in use. The surgeon cannot proceed in this condition. The system is not usable. The procedure was converted to a laparoscopic surgery. There was no patient harm, adverse outcome or injury. The issue caused a procedure delay of between 15 and 30 minutes. Intuitive surgical, inc. (Isi) made multiple follow up attempts to obtain additional information. However, no further details have been received as of the date of this report.

Manufacturer narrative:
Based on the claim against the product by the customer noting focusing did not work, an investigation was completed to determine the cause of this reported event. The reported event was addressed with phone support. The customer converted to laparoscopic surgery and will advance exchange the camera head. No site visit was conducted. The system was working properly, and no additional action was required as the issue was resolved. Based on the information available at this time, this complaint is being classified as a reportable event due to the following conclusion: the customer had to convert to a laparoscopic surgery after the start of the procedure due to focusing issues. While there was no harm or injury to the patient, system unavailability after the start of a surgical procedure could likely cause or contribute to an adverse event if it were to recur as it may lead to an injury due to the patient¿s inability to tolerate a conversion/abortion.